Manufacturer narrative:
H10: the authorized service provider (asp) ultimately resolved the issue by installing the replacement gas delivery system (gds). The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. H11: d4 - product UDI #.

Event description:
Philips received a complaint by the customer on the v60 indicating that a low oxygen (o2) pressure alarm error was displayed. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that a low oxygen (o2) pressure alarm error was displayed. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp found that the gas delivery system (gds) was not working, and the air & o2 flow sensor assembly failed. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that a low oxygen (o2) pressure alarm error was displayed. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp found that the gas delivery system (gds) was not working, and the flow sensor assembly failed. The asp ultimately ordered and received the replacement flow sensor assembly for repair. The investigation is ongoing.